Manufacturer narrative:
(B)(4).

Event description:
It was reported that the 840 ventilator had an inoperable graphical user interface (gui) display. The ventilator was not in use on a patient at the time the malfunction occurred. The customer reported that they will retire the ventilator.